Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that presented with unspecified symptoms in clinic. Review of the records revealed premature eri. The device was explanted and replaced. The patient was stable post-procedure.